Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited under-sensing. No programming changes were performed. Patient will continue to be monitored. The patient was in stable condition.